Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that on (B)(6) 2018, the patient returned to the clinic and was noted to have worsening discharge. He was therefore admitted for drive line (dl) debridement. The account reported vancomycin was continued. The patient underwent dl debridement on (B)(6) 2018. The debridement went down to the omentum and a small piece of the omentum was wrapped around the power cord. The area was closed with interrupted sutures. Operating room (or) cultures were only positive for methicillin-resistant staphylococcus aureus. Vancomycin minimum inhibitory concentration was 1. Blood cultures during the admission were negative. On (B)(6) 2018 dehiscence was seen, along with significant purulent discharge. The patient was taken to the or again on (B)(6) 2018 and localized irrigation was done, along with closure with sutures. The patient was subsequently discharged home on IV vancomycin on (B)(6) 2018. On (B)(6) 2018 IV vancomycin was discontinued and PICC line was removed. The patient was started on oral bactrim for suppression. No further information was provided.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of infection could not be conclusively determined. Infection is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Infection has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.